Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d9, g2, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified more than three smooth patterns along the same edge,one opening crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is: one opening crease sharp in the side anterior assessed as fold flaw opening. More than three smooth patterns along the same edge broken in the side posterior/radius assessed as smooth opening.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.